Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that both cuffs were still attached to the link and respective needle tips. There was about 1 inch of monofilament still attached to the needle tip and the rest of the monofilament was not returned. The guide tube was peeled and there was no abnormal observation with the condition of the returned device that could have contributed to the reported complaint. A suture break may occur if the plunger is removed aggressively, use of excessive suture tension when advancing the knot, when the suture is nicked and during knot lock. There was no indication of a product quality deficiency that would contribute to the reported event. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the condition of the returned device, and due to the missing parts, a conclusive root cause for the reported suture break could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first proglide (part#12673-03/lot#010266h) is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the suture broke for both the proglide devices used. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.